Event description:
(B)(6) advia centaur hbc total results were obtained for samples from two separate patients. The customer suspects (B)(6) total result as previous results for both patients were (B)(6). Both samples were tested at another location on the advia centaur and the results remained (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) total results.

Manufacturer narrative:
The cause for the (B)(6) total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(6) 2012: additional information: the customer sent the samples from the two patients to siemens healthcare diagnostics for further testing. Patient 1 ((B)(6)): the patient sample was tested using (B)(6) lot #s 047, 048, 049, and 050. The results were (B)(6) for lot #s 047 and 048 and (B)(6) for lot#s 049 and 050. Based on the results, this appears to be a recovered patient. The patient sample was also tested on two alternate methods and the results were (B)(6). The instructions for use, distributed in the us, states in the percent agreement section for recovered hbv classification "(B)(6)". Patient 2 ((B)(6)): the patient sample was tested using (B)(6) lot #s 047, 048, 049, and 050. The results were all (B)(6). The patient was (B)(6) for (B)(6) testing. The patient sample was also tested on an alternate method and the result was (B)(6) for (B)(6).